Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the implantable pulse generator (ipg) wherein causing inadequate stimulation and the return of dystonia symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the implantable pulse generator (ipg) wherein causing inadequate stimulation and the return of dystonia symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the implantable pulse generator (ipg) wherein causing inadequate stimulation and the return of dystonia symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device technical analysis: the returned ipg passed visual inspection, however x-ray inspection of the device was performed and revealed fractured feedthrough ground and bluetooth wires. The cause of the fractures was not determined as this device was implanted subcutaneously which is in accordance with the instructions for use (IFU). Device history record review: a review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states failure or malfunction of any of the device components, , including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits may lead to a loss of adequate stimulation and may require explant or reimplantation and are known risks associated with the use of dbs therapy as documented in the instructions for use (IFU). Investigation conclusion: based on all available information, the reported event of high impedances was confirmed. X-ray inspection of the ipg was performed and revealed fractured feedthrough ground and bluetooth wires. The root cause of the fractures could not be established as the observational evidence provided confirmed that the ipg was implanted subcutaneously which is in accordance with the instructions for use (IFU).

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and passed visual inspection. An x-ray inspection of the device was performed and revealed device header feedthrough and bluetooth wire fractures. The feedthrough wire fracture contributed to the high impedance measurements resulting in the ineffectiveness of therapy and return of the patients pre-existing dystonia symptoms. Device history record review: a review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a product labeling review confirmed that the device was used per the instructions for use (IFU). Additionally, the IFU list the following known risks associated with use of deep brain stimulation therapy: failure or malfunction of any of the device components or the battery, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not this requires explant and, or reimplantation, as well as loss of adequate stimulation, and return of patients pre-implant symptoms. Investigation conclusion: based on all available information, engineers concluded that the high impedance measurements were caused by a device header feedthrough wire fracture, this compromised stimulation effectiveness, resulting in recurrence of the patients dystonia symptoms. Although boston scientifics investigation found no evidence to indicate that this event was due to a device manufacturing-related cause, the specific cause of the device header feedthrough and bluetooth wire fractures could not be established at this time. Boston scientific has initiated an investigation to further evaluate the device header feedthrough and bluetooth wire fractures. Risk review: a risk review of the vercise genus r16 ipg kit was completed and confirmed that the event of stimulation inadequate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the implantable pulse generator (ipg) wherein causing inadequate stimulation and the return of dystonia symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.